Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right ventricular (rv) lead had high pacing threshold. The lead was capped and replaced on (B)(6) 2025. The patient had no adverse consequences.